Manufacturer narrative:
During product eval by baxter, the infusion pump was found to have an inoperative phm (pump-head module) keypad on channel "a." The "select" button did not work. Assignable cause was not identified. The phm keypad on channel "a" was replaced to fix the problem. The device was returned to the customer fully operational. This issue is being investigated under CAPA.

Event description:
During product eval by baxter, the infusion pump was found to contain an inoperative "channel select" button on the channel "a" pump-head module keypad. There was no pt injury or medical intervention associated with this event. No additional info is available.